Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and uterine haemorrhage ('uterine bleeding') in an adult female patient who had essure (batch no. 623217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, abortion, hypertension, smoker, cervix inflammation, anxiety and depression. Previously administered products included for an unreported indication: tri-cyclen from 1986 to (B)(6) 2009, aspirin and birth control pills. Concurrent conditions included overweight, adenomyosis and ovarian cyst. Concomitant products included levofloxacin (levora) from (B)(6) 2009 to (B)(6) 2009 for birth control as well as furosemide from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with alprazolam (xanax), amlodipine, citalopram, clonazepam, nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only) on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, migraine and headache outcome was unknown, the uterine haemorrhage was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the depression and anxiety had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: current weight 185 lbs. No. Of trailing coils on each side- right- 3, left- 6 the essure insertion procedure was performed as per protocols without any complications. Discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Pathology test - on (B)(6) 2012: uterus, hysterectomy: -uterine weight: 152 grams. -cervix/endocervix: chronic inflammation. -endometrium: weakly proliferative pattern with changes suggestive of hormone treatment effect. -myometrium: multiple leiomyomas diffuse adenomyosis. Pregnancy test - on (B)(6) 2009: negative. Ultrasound pelvis - on (B)(6) 2012: showed enlarged uterus c/w adenomyosis and a small cyst in the left ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet received. Events: uterine bleeding added. Event onset date was updated. Reporter's information was added. Treatment drugs and historical conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (batch no. 623217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, abortion, hypertension, smoker and cervix inflammation. Previously administered products included for an unreported indication: tri-cyclen from 1986 to (B)(6) 2009, aspirin and birth control pills. Concurrent conditions included overweight, adenomyosis and ovarian cyst. Concomitant products included levofloxacin (levora) from (B)(6) 2009 to (B)(6) 2009 for birth control as well as furosemide from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). The patient was treated with alprazolam (xanax), amlodipine, citalopram, clonazepam and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, migraine and headache outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the depression and anxiety had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 185 lbs. No. Of trailing coils on each side- right- 3, left- 6 the essure insertion procedure was performed as per protocols without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Pathology test - on (B)(6) 2012: uterus, hysterectomy: uterine weight: 152 grams. Cervix/endocervix: chronic inflammation. Endometrium: weakly proliferative pattern with changes suggestive of hormone treatment effect. Myometrium: multiple leiomyomas diffuse adenomyosis.. Pregnancy test - on (B)(6) 2009: negative. Ultrasound pelvis - on (B)(6) 2012: showed enlarged uterus c/w adenomyosis and a small cyst in the left ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (batch no. 623217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, abortion, hypertension, smoker and cervix inflammation. Previously administered products included for an unreported indication: tri-cyclen from 1986 to (B)(6) 2009, aspirin and birth control pills. Concurrent conditions included overweight, adenomyosis and ovarian cyst. Concomitant products included levofloxacin (levora) from (B)(6) 2009 to (B)(6) 2009 for birth control as well as furosemide from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). The patient was treated with alprazolam (xanax), amlodipine, citalopram, clonazepam and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, migraine and headache outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the depression and anxiety had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6). No. Of trailing coils on each side- right- 3, left- 6. The essure insertion procedure was performed as per protocols without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Pathology test - on (B)(6) 2012: uterus, hysterectomy: uterine weight: 152 grams. Cervix/endocervix: chronic inflammation. Endometrium: weakly proliferative pattern with changes suggestive of hormone treatment effect. Myometrium: multiple leiomyomas diffuse adenomyosis.. Pregnancy test - on (B)(6) 2009: negative. Ultrasound pelvis - on (B)(6) 2012: showed enlarged uterus c/w adenomyosis and a small cyst in the left ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr was received. Case became incident. Lot number 623217 was added. New events: abnormal bleeding (menorrhagia), vaginal bleeding , psychological or psychiatric problems condition: depression, mental anguish/ anxiety, migraines, headaches, dysmenorrhea (cramping) were added. Outcome for bleeding & dysmenorrhea was updated recovered resolved. Medical history, concomitant drugs, product indication, historical drugs, lab data, reporter information was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.